Event description:
It was reported that a scheduled transmission review on this right ventricular (rv) lead had multiple recorded events the past month do not appear to be physiologic but possible noise. It was recommended to have a lead assessment with a programmer. Received additional information the noise was oversensed on the rv lead. Received additional information the device recorded a rv amplitude out of range. The current measurement is unavailable, however past measurements show frequent low amplitude measurements. The patient was seen in clinic and the ventricular sensitivity appears to have been changed from fixed 3mv (millivolts) to automatic gain control (agc) 0.6mv. The ventricular events have since reduced in frequency. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that a scheduled transmission review on this right ventricular (rv) lead had multiple recorded events the past month do not appear to be physiologic but possible noise. It was recommended to have a lead assessment with a programmer. Received additional information the noise was oversensed on the rv lead. Received additional information the device recorded a rv amplitude out of range. The current measurement is unavailable, however past measurements show frequent low amplitude measurements. The patient was seen in clinic and the ventricular sensitivity appears to have been changed from fixed 3mv (millivolts) to automatic gain control (agc) 0.6mv. The ventricular events have since reduced in frequency. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.